Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain. It was reported that the patient had to have their ins moved because it was too deep. It was reported that the patient was implanted at the (B)(6) and after going to meet with manufacturing representatives this week, they found out that it was not working and that they had to be re-implanted because the doctor put the new ins were the old ins was. The patient stated that the ins had to be implanted closer to the skin as they couldn¿t charge it. The date of the event was the implant date ((B)(6) 2017). No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-08-28. The rep reported that the patient was having trouble recharging post implant. The rep reported that they were only able to get 2 bars when they met with the patient. The rep reported that they instructed the patient to keep trying to attempt recharge session with 2 bars and using the antenna. The rep reported that the patient had attempted several recharge sessions and couldn¿t get a good connection to recharge. The rep reported that they instructed the patient to meet with the neurosurgeon to discuss implant depth. The rep reported that the implant depth had seemed to increase since implant. The rep reported that they met with the patient on 2017 (B)(6) and used antenna locate and was able to get connection bars per the recharger screen. The rep reported that surgical intervention was planned but not scheduled and th e issue wasn¿t resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient still can charge, but has zero coupling boxes. Technical services advised manufacturing representative (rep) to check for a flips today when she sees patient ((B)(6)2017). No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s ins was implanted too deep due to their body habitus. The device was checked by the manufacturing representative at the time of implant, and it worked well. Surgical intervention has not yet occurred at this time. No further complications were reported.